Event description:
It was reported the there were black lines running across the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the mother board.